Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information received, it was reported that during the use of the device, shavings metal appeared. Same issue with the second device used. The device was received and evaluated. The inner and outer sleeves were separated and inspected for any visual anomalies that may contribute to the reported condition. The device has friction and striation marks on the surface of the distal end of the inner and outer blade. It was observed a small amount of the lubricant at the distal part of the outer sleeve. The device was returned to mitek for evaluation. Mitek then conducted visual of the devices received. The inner and outer sleeves were separated and inspected for any visual defects that may contribute to the complaint condition. The device had signs of friction and striation marks on the surface of the distal end of the inner blade. Also, the outer showed points of wear near the distal part. A manufacturing record evaluation was performed for the finished device m2004037 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on device condition received, this complaint can be confirmed. The possible root cause for reported failure can be attributed to blade wear and degradation, as per IFU 110849; excessive side loading may result in blade wear and degradation. Adequate suction is recommended to reduce wear and degradation of the device. Besides, a hand piece used in this procedure where the blade is assembled was not received for evaluation, potential ways to reduce shedding is to ensure all hand pieces are properly serviced and maintained. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4, h4: the device expiration date and device manufacture date were unknown in the initial report and have been updated accordingly. The device UDI has also been updated. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during an knee arthroscopy procedure on (B)(6) 2021, it was observed that metal shavings appeared off the blade on the aggressive 4.0mm 5pk device. Another like device was used to complete the procedure. There was no surgical delay nor adverse patient consequences reported. No additional information was provided.